Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During use of the device for a vein harvesting procedure, the user reported, the endoscope was blurry. As a result, an alternate device was employed for the procedure. The user reported, the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.